Event description:
It was reported that while the anesthesia workstation was in use the peep (positive end expiratory pressure) was fluctuating. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer and the inspiratory pressure transducer pcb was found faulty. It was replaced and returned for investigation. Our investigation of the returned inspiratory pressure transducer pcb found no visual deviations or damages. Simulated use testing of the returned pcb could not reproduced the reported failure. The system checkout was successful and long term testing in ventilation mode could not reproduce the peep fluctuations. Evaluation of the received device logs confirmed the reported failure. The log showed that measured peep was fluctuating about 3 cmh2o from set peep. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure, even though the fault was not reproduced during investigation, was caused by the replaced and returned inspiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).